Event description:
Customer reported that one patient with previous history (year 2010) of being an o neg, typed as an o pos when tested in the abd/reverse gel card, lot 091814037-20 exp 9/8/15. Customer is satisfied with performance of the provue and is confident all other results obtained are accurate. Customer is complaining about one event where the anti-d in the gel card gave a 2+ reaction. Test was repeated by tube method using the same blood sample. The reactions were negative at both immediate spin and weak d testing phases. For prior testing in 2010, customer used tube testing method with immucor anti-d product. All qc passed. All reagents and cards were confirmed to have been stored as per IFU and had normal appearance prior to use. Customer unable to do further testing; patient was discharged. Customer feels more confident the patient should be classified as an o neg to reduce any chance of being transfused with o pos products. Ocd discussed with the customer the importance of knowing if the patient possessed any d antigen should that patient become a blood donor. Customer expressed understanding but declined the request for molecular testing since this facility does not have a policy in place to do that, and the patient has been discharged.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).